Event description:
New information received notes that post-paced t-wave oversensing was observed after programming changes. Patient was asymptomatic. Programming changes were made during the device check.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was episodes of nsrvo that were noted via remote transmission. The patient was asymptomatic. The device was oversensing post paced t-waves. Programming changes were made and the patient was okay.